Event description:
Reportable based on device analysis completed on 09sep2022. It was reported that the device failed to advance. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 6f guidezilla catheter guide extension was selected for use. During the procedure, it was noted that the device failed to advance. The device was removed completely from the patient's body. The procedure was completed with a different device. No complications were reported, and patient was stable. However, device analysis revealed that the shaft was detached from the collar.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft was not returned. The hypotube, collar, and tip were microscopically and visually examined. Inspection found the shaft was detached from the collar, and there was a kink in the hypotube 4cm proximal of the collar. There was no other damage or defect found. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.